Event description:
It was reported the patient is experiencing pain and burning at her scs ipg site and down her legs. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.